Event description:
The customer reported to olympus that the visera elite video system center image blacked out during preparation for use. The use of the scope was discontinued, and another scope was used to perform the procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunction was found during device evaluation: battery depletion. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a faulty cable unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.